Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the physician attempted to navigate the lead from the coronary sinus into a branch and dissected the coronary sinus which resulted in a pericardial effusion. The lv lead was not implanted. An echocardiogram was performed, and the patient required extended hospitalization. No further patient complications have been reported as a result of this event.